Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure on either (B)(6) 2013 (exact date unknown). According to the complainant, the stent was being placed to treat a stenosis in the biliary system. During the procedure, following stent placement, the physician noted that the stent retrieval loop appeared damaged. According to the physician, the stent functionality was not impaired and the stent remains implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) stent damaged. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.